Event description:
Pt had left total knee replacement in 2009, when a suretrans pvc round drain was placed with closed wound suction kit attached. Drain was discontinued in the next day. Follow-up appointment with orthopaedic physician at 5 days later, with an x-ray of left knee revealed foreign body. Pt had left knee scope at about 3 days later, with removal of foreign body. Pathology report of foreign body reveals plastic tubular structure measuring 5cm in length and 0.2cm in diameter.